Manufacturer narrative:
Initial and final MDR (B)(4). MDR 3003442380-2024-32695, device 2 of 2. E1: patient city: (B)(6). Patient country: hong kong.

Event description:
Reference number: (B)(4). Event occurred in hong kong. It was reported that patient faced two infusion sets leakage events at the quick release (qr) on 24-oct-2024. No further information was available.